Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset and the cgm sensor readings returned. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged out of range issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged battery issue could not be verified.